Manufacturer narrative:
The event occurred in foreign country.

Event description:
Reporter stated that pt obtained back-to-back results of 107 mg/dl and 244 mg/dl on the sensor system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for eval.